Event description:
It was reported that a vns pt experienced an increase in seizures. Info from the pt's mother revealed, the pt had been experiencing other illnesses and an increase in seizures. Additionally, the pt was recently seen by the neurologist and interrogation of the pt's generator resulted unsuccessful. Troubleshooting performed by a company rep on the physician's programming system resulted in no device issues as the demo generator was able to be interrogated. The neurologist increased the antiepileptic drugs but at the moment, the relationship of the increase in seizures to vns therapy is unk as good faith attempts to obtain add'l info have been unsuccessful to date.